Event description:
It was reported that when using the bd pyxis¿ medbank tower, during removal of medication, the issue button was not showing up. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the issue button was not showing up. A technical support specialist (tss) had the user exit the application, and after logging back in, the user was able to issue items successfully. The system functioned as intended after the technical support specialist resolved the issue.